Manufacturer narrative:
E1: reporting institution name:(B)(6) medical center. Reporting institution phone #: (B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) circuit failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at the repair center that an ovp circuit failure occurred. The event log was reviewed, and the error code was confirmed. At the repair center, the data acquisition (da) printed circuit board assembly (pcba) was replaced to resolve the reported issue. The repair center replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.